Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they noticed they were having more back pain yesterday. Caller stated that they went to charge and it said it was fully charged. Caller noted that when they looked at the controller, they noticed that their settings had reverted from what they had them set at back down to 1.2. Pt stated they did not decrease them. Agent reviewed role of manufacturer representative (rep), role of managing physician (hcp), and role of patient services. Pt was redirected to hcp to further address the issue. Agent sent e-mail to reps for visibility. A rep responded they would call the pt.